Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to a low heart rate. Device interrogation revealed rv loss of capture (loc), and lead fracture was confirmed via chest x-rays. It was noted that the patient had a known heart block, and had experienced pain and discomfort due to the rv loc. It was not possible to program around the lead fracture. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The patient implanted with this right ventricular (rv) lead was admitted to the hospital due to a low heart rate. Device interrogation revealed rv loss of capture (loc), and lead fracture was confirmed via chest x-rays. It was noted that the patient had a known heart block, and had experienced pain and discomfort due to the rv loc. It was not possible to program around the lead fracture. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to a low heart rate. Device interrogation revealed rv loss of capture (loc), and lead fracture was confirmed via chest x-rays. It was noted that the patient had a known heart block, and had experienced pain and discomfort due to the rv loc. It was not possible to program around the lead fracture. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.